Event description:
A home pt contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home pt's homechoice machine during dwell 6/6 of their automated periotneal dialysis therapy. Reportedly, the home pt's transfer set was connected to the pt line of the homechoice set at the time of the alarm. The home pt stated they did not disconnect at any point prior to receiving the alarm. Nothing was noted to be unusual with any of the home pt's supplies. The home pt stated when they received the alarm they bypassed the day exchange and went to the night cycle and gave self the last fill, using the same supplies. Baxter's technical service center explained the se2240 alarm, instructed the home pt to call them whenever they get an alarm and confirmed that home pt had disposed of the other supplies and had all new supplies setup for their next therapy. No pt injury or medical intervention was associated with this incident, per the home pt.